Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: (B)(6): inratio > 7.5, repeat = 1.7. Time between tests: 3 minutes. Therapeutic range: 2.0-3.0. Patient self tester was milking finger after the fingerstick; meter was not in correct mode when fingerstick was performed. No changes in medication and customer did not provide lists of medications.